Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: driveline malfunction

Event description:
Major pump unit(s) involved: external control system failure.additional text: drive line.specific component(s) involved: driveline malfunction.additional text: loosend at stainless steel fitting, wires exposed.other component:causative or contributing factor: no specific contributing cause identified.other cause:intervention(s): other interventions, specify.other intervention : thoratec clam shell fitting applied by clinical rep.implant device type: lvad.